Manufacturer narrative:
The referenced report of pump stop event on (B)(6) 2016 is covered under medwatch MFR# 2916596-2016-02535. (B)(4). Approximate age of device ¿ 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, it was reported that the patient had been hospitalized for over a week due to an elevated lactate dehydrogenase (ldh) six times above their baseline. Prior to a pump stop event on (B)(6) 2016, it was reported that pump powers had been normal and an echocardiogram performed on an unspecified date showed no pump issues. On (B)(6) 2016, the patient¿s ldh had decreased to 900¿s u/l, which was three times above their baseline. On (B)(6) 2016, it was reported that the patient was being discharged home.

Manufacturer narrative:
It was initially reported that the patient was sent home with an ungrounded power module patient cable for use while on ac power. The patient was considered a high candidate for transplant. The patient subsequently received a heart transplant. The lvad was explanted and will be returned for evaluation. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Additional information: it was reported that the patient was transplanted on (B)(6) 2017. The lvad will be returned to the manufacturer for evaluation.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 1.5 inches from the pump housing and the severed portion of driveline was not returned. Upon disassembly of the returned pump, examination of the blood contacting surfaces found grainy, non-laminated depositions situated on the textured blood-contacting surfaces of the inlet tube, inlet elbow, outflow graft attachment, and outflow elbow. Although specific causes for their development cannot be conclusively determined, the depositions appeared to have developed in these areas. The depositions did not appear to occlude the flow of blood. Examination of the proximal-side of the outlet stator revealed a large, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The deposition was not adhered to any surface. The lack of laminated layering suggests that the deposition did not form at this location. Although its origin and duration of time for which it was present in the pump cannot be conclusively determined, the deposition showed evidence of denaturation, and the circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor, indicate that the deposition was present in the outlet stator for an extended period of time while the pump was operating. The remaining pump blood-contacting surfaces were free of any adhered thrombus or deposition. The depositions found in the evaluation of the pump could have potentially contributed to the reported elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.